Event description:
Braun extension set malfunction. Blue cap connection was not secured in place during manufacturing. It unknowingly came apart with little to no tension while patient was advancing into MRI scanner. Several other of the same lot number/ extension tubing were tested, and others also demonstrated an unsecured connection. When technologist noticed unsecured connection, and small pool of medication on the floor, the floor rn was called and came down to MRI to evaluate patient. While waiting for the floor rn, extension tubing was disconnected and the technician reconnected original tubing to IV. Floor rn arrived within 5 min. Of the call. She checked the patient IV which was a heparin drip and confirmed everything was fine.